Event description:
It was reported that the atrial and ventricular connectors were broken on the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken connectors and additionally noted that the keypad was scratched and the encoder nuts were not torqued to specification. All found defective parts were replaced and all other identified issues were resolved. (B)(4).